Event description:
It was reported that the customer experienced air bubbles in the cartridge during pumping. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by administering a bolus until the bubble was no longer present.